Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not turn on. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the clip broke off and the insulin pump fell off and a part of it chipped off where the battery comes in when she tried to replace the battery on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. The pump was received with a cracked keypad overly, cracked case behind the pump at the battery compartment and broken battery tube threads. The pump passed the displacement test. (B)(4).